Manufacturer narrative:
Additional information was received that it was the physician's preference to put in new lead rather than maneuver the old lead due to scar tissue. The explanted lead was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. One of the leads was replaced for an unknown reason. The patient was doing well postoperatively.

Event description:
A report was received that the patient had pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. One of the leads was replaced for an unknown reason. The patient was doing well postoperatively.